Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle or leakage. Blood was observed on the adhesive pad and the tip of the formed needle was found damaged. This resulted in bleeding and pain at the infusion site to occur. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 36 and 48 hours. Patient reported the pod's infusion site was painful and itching the first day of wear; by the second day there was bleeding and insulin leaking, so he decided to remove pod. As treatment, a new pod was applied.